Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: material #: 364391 lot/batch #: 2041488 bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective printing was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of defective printing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective printing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported that prior to using bd preset¿ eclipse¿, there was a printing defect of the product lot and expiration date, rendering the print illegible. No patient impact reported.